Manufacturer narrative:
H4: device manufactured date: between may 18, 2021- may 19, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed fluid inside the bladder suggesting an underinfusion may have occurred. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; further described as "partially infused over 96 hours". The device contained fluorouracil 6680mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.